Event description:
The end user states that the chair gets away from her and causes her to hit doors in her apartment. The end user states that she has fallen out of the chair, and is worried that the arm is going to fall off.